Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown; date implanted - unknown; the 510k number - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to soft tissue problems in the hip; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to leg length discrepancy. The modular head was removed and replaced with a custom modular head.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.